Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin.net transmission with multiple non-sustained right ventricular oversensing episodes. Upon review, the right ventricular lead exhibited oversensing noise. The patient was later admitted to the hospital for unknown reasons. Upon device check, multiple non-sustained right ventricular oversensing episodes, determined to be noise were again noted. The lead also exhibited high pacing impedance for 3 consecutive measurements and high defibrillation impedance was recorded; fracture was suspected. The patient reported receiving an inappropriate shock, but the episode was not found in the episode list; previous vt/vf episodes were listed. The patient was later brought in for lead replacement. During the procedure, the lead was examined, and the insulation was noted to be damaged. The lead was capped and replaced on (B)(6) 2019. The patient was stable post procedure. Related manufacturer reference number: 2017865-2019-16951.